Event description:
Analysis of the tablet was completed on 11/03/2015. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's programming tablet would not power on after going blank during the view last parameters screen. It was confirmed that the tablet was fully charged and the power button was repeated depressed with no success. The orientation of the power button was confirmed to be in the correct orientation. It was reported that when the tablet was plugged into the power outlet the tablet powered on successfully. The physician was provided a new programming tablet. The tablet that would not power on is expected to be returned for analysis, but has not been received to date.

Event description:
The tablet was received for analysis. Analysis is underway, but has not been completed to date.